Event description:
When removing micro-fine needles from injection pen, needles cannot be removed by unscrewing with the outer cover. Needles can only be removed by rotating the hub with bare hands. Material code, lot number, the exact quantity and event date could not be provided. The proportion is about 2-5¿, customer did not know the problem was caused by the outer cover or needle hub. No photos taken, no samples retained, and no customer response is needed. This event is split from (B)(4), so the awareness date is same as (B)(4). Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.